Event description:
Legal claim alleges: patient received a depuy total knee replacement in her right knee, and was subsequently revised due to a considerable amount of pain. She continues to suffer recurrent effusions of the right knee. No further information was given. Update: (B)(6) 2012 - litigation papers were received. Litigation papers allege there was a poly exchange on (B)(6) 2011 due to recurrent effusions, pain and swelling. At this time there was noted damage to the post on the poly both on the medial and lateral aspects. The poly exchange was followed by a revision on (B)(6) 2011 due to chronic pain, swelling, instability and recurrent effusions. Update: (B)(6) 2012 - legal update received. Part/lot information was provided for the tibial insert. The complaint and emdr has been updated.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.